Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the surgeon is an experienced user. He complained that during an open rectum procedure (rectum carcinoma), the instrument did not staple but cut and he could not observe any staples in the tissue. There were no anomalies during firing of the device. The surgeon decided due to safety reasons (only little tissue was left for tension free anastomosis) to suture by hand. Therefore the operation was prolonged for one hour. The patient is fine and there were no adverse effects for the patient.

Manufacturer narrative:
(B)(4). Devices (a) and (b) were received in good visual condition and with reloads loaded in the devices. The reloads were received fully loaded with staples, with the washers uncut and with the drivers and knives recessed below the cartridge deck. The returned reloads were pulled out of the devices and placed back on; the devices opened and closed without any difficulties. The devices were tested for functionality with the returned reloads and both devices fired, forming all staples and cutting as intended. The cut lines were complete, the staple lines were complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the devices fired without any difficulties. Device (c) was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open rectum procedure, the instrument did not staple but cut. No further information is available. Hand anastomosis was performed. As a result of the difficulties encountered with this device, the procedure was prolonged 60 minutes. Patient is well. There were no adverse consequences for the patient.